Event description:
It was reported that the user struggled to get insulin to drip from the cannula and had delivered over one hundred units without flow, after which a large air bubble occupying most of the cartridge was identified and removed, the cartridge was refilled without bubbles, and the supply change was completed without further issues; this was associated with an improper procedure and involved the reservoir component. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed findings consistent with a leakage or seal issue contributing to delivery failure, aligned with an improper or incorrect method during cartridge preparation and implicating the reservoir. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.